Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to request assistance with activating MRI mode. Patient stated they are going to have an MRI on monday and wanted to verify the procedures they have to go through to deactivate their stimulator. Agent walked patient through activating and deactivating MRI mode. After deactivating MRI mode, patient commented that they could feel the stim again in their back side. Agent asked for clarification, and patient said they felt stim at their battery. When asked, patient said they have never felt stimulation in their groin area. Patient stated that they are getting good relief of their symptoms, but they wish they could get better. They have felt the dissatisfactory symptoms since implant. Agent reviewed how to change programs. Patient was able to successfully change programs and increase stimulation. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. It was reported that the patient's original settings were at program 7, 5.0 ma before making any adjustments.